Event description:
It was reported that the patient had an estimated replacement indicator (eri) message on their device. It was noted that this occurred approximately 1 month before the report, when the patient had "surgery for the removal of a lap band for weight loss." The patient noted that she "could not get her implantable neurostimulator (ins) turned off for her surgery." It was noted that the "patient's manufacturing representative was contacted and said it was okay for her to have the device turned on during surgery." It was further noted that the patient had a seizure during the surgery and has "had a seizure every day since." The patient noted that the seizures are caused from her migraine headaches and that the ins was for her migraines. It was noted that the patient was told by her neurologist that she "was having seizures because she needed a new ins." Additional information received reported that the patient still had concerns regarding her device and therapy, but she was working with her physician and manufacturing representative. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).